Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited an error message and forced a reboot of the merlin programmer. It was noted that the implantable cardiac monitor device memory was full. Also, clipping of the electrogram (egm) was observed when the device was tested for r-wave amplitude. No interventions were made. The patient will continue to be monitored. There were no consequences to the patient.

Event description:
New information received noted that the clippings of the electrogram (egm) observed were specifically indicated to be segments of the qrs that were missing.